Event description:
It was reported to philips that the battery was disconnected. There was no patient involvement or harm. This event was reported to have occurred during pre-use set up. There was no delay to therapy. The customer contacted the philips support center to request a replacement battery for their stock. The customer had already evaluated the device and procured a battery from a third-party vendor and installed it on the device. Following the evaluation of the device, the customer replaced the battery to resolve the problem.

Manufacturer narrative:
(B)(6).